Event description:
(B)(6) 2015, (B)(4), lfc (hcp): it was reported the patient started having nausea shortly after the pump was implanted. It was noted the patient experienced flu-like symptoms and depression. The medication delivered via the pump was changed from morphine to dilaudid on (B)(6) 2015. On (B)(6) 2015, the dose was increased by 30%, and the patient had ¿good relief¿ initially, but then began having nausea again. The patient was admitted to the hospital on (B)(6) 2015 for nausea and vomiting. The pump was then turned down to minimum rate mode on (B)(6) 2015. The patient was still experiencing some pain that was ¿the same as before.¿ the patient could have had a partial pocket fill, but there were no overdose symptoms after the refill. They just started having nausea again at the time of this report. The volume from the pump had not been aspirated yet, so it was unknown whether or not there was a discrepancy. The drug was replaced with saline, and the pump was continued in minimum rate mode. The patient recovered without permanent impairment. It was noted the health care provider (hcp) may end up explanting the pump.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).